Event description:
It is reported that the surgeon had his glove poked by a fiber metal thread causing a hole in the glove.

Manufacturer narrative:
By nature of the material, post-manufacturing handling has the potential to pull up a loose wire. Evaluation: there is a wire strand protruding from the fiber metal pad, as well as other sharp edges at the circumferential edge of the fiber metal pad. Device history records indicate all components were manufactured and inspected to specification.